Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional and refraction (functional) verification was performed and the lens was found to be in specification. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -06.50 diopter, in the patients right eye (od), on (B)(6) 2022. The lens was removed on (B)(6) 2022 due to patient experienced a refractive surprise. The lens was replaced with a different model but same length lens and the problem was resolved.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).